Event description:
It was initially reported the patient had never experienced therapeutic effect from their neurostimulator. Follow up information indicated the patient experienced wound dehiscence and infection of the implant. The entire device system was explanted (date not reported). The patient recovered without sequela.